Event description:
Hearing aid dispenser has reported that a patient has ingested a hearing aid with a zinc-air battery inside. It is unknown if the right or the left hearing aid has been ingested. Follow up is ongoing to confirm the patient outcome and obtain further information about the event. Supplementary report will be filed upon availability of further information.

Manufacturer narrative:
Three documented follow up attempts have been made to obtain further information on the case. No further information could be obtained. The incident is attributed to a use error. There is no indication of deterioration in the device performance. The risk of ingestion is an inherent risk of the device and is evaluated in the device risk file. The case will be re-assessed in case further information becomes available. Similar events will be further monitored for trends. This is the final report.